Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of a stenosis of a vascular graft (unknown manufacturer) shunt using gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn). During the deployment of the viabahn with a radifocus standard guidewire, a strong resistance was felt when the deployment line was pulled about 2/3 and the deployment line stuck. A bow string was observed. The stent graft was not deployed at all. The guidewire was changed to a kyousha guidewire. However, the bow string was observed again. The viabahn was removed. Another device was used successfully. The patient tolerated the procedure. The physician stated that deployment was difficult because there was a strong resistance that the graft moved during bowstring and the patient complained of pain.

Manufacturer narrative:
Emdr section h6, codes c19, d15, d12 updated to reflect results of investigation. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: deployment failure. The reported failure mode of partial deployment is consistent with the findings of outer zipper deployed, and damage at the notch. Engineering evaluation of the device could not confirm the reported failure to deploy. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the reported failure mode could not be established with the available information. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation.